Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device was not working. It was not reported if there was a delay in the surgical procedure. An identical spare device was available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the attachment device could not seat properly. The handpiece lock assembly was taken apart and it was determined that the actuator lock nut was (loose) out of place. It was determined that the root cause of the loose burr lock was due to degradation of the loctite thread locker applied to the threads of the actuator lock nut and the thread drive housing from normal wear over time. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out loctite from normal use and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.